Event description:
The customer reported that the system had intermittent system error messages displayed on the control panel. This error will cause the system to lockup, shut down, or not to boot. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The sbc, system interface and u3 chip on the video controller pcb were evaluated and replaced. Installed smart power switch and scheduled replacement of the new sbc to correct the ethernet port issue.